Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair. No service record for the last 12 months. The reported problem, "the cassette not attached was alarming" could not be replicated. Found broken battery compartment, not turning on with battery (only turn on with ac adapter). The most likely cause of the reported error is the downstream occlusion (dso) sensor. Replaced dso sensor to resolve reported error. Also, replaced main board, battery compartment, lens, and door. The device passed all functional tests after the repair.

Event description:
Additional information reported that the date of the event was 23-july-2024 and there was no patient involvement and no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.